Manufacturer narrative:
Results: flowcell carbon bridge, modular chemistry (mc) collar wash and probe.

Event description:
The customer reported obtaining low na (sodium) results for 22 neonatal ICU (intensive care unit) patient samples from a unicel dxc 600 synchron system. The customer stated that the results were flagged and no erroneous results were released out of the lab. The samples were rerun on an alternate dxc in the laboratory and the results were reported out. Review of the customer's qc (quality control) run on the day prior to the event exhibited some imprecision. However, qc run on the day of the event was within lab-established ranges and close to the mean. Beckman coulter field service engineer (fse) was dispatched and replaced the na (sodium) measuring and reference electrodes but issue was not resolved. Fse then replaced the electron injection cup (eic) vacuum valve as well as the flowcell carbon bridge. The fse also removed air slugs from the na electrodes and replaced the modular chemistry (mc) collar wash and probe. Instrument's performance was then verified per established procedures. Failure mode is unknown as multiple parts were replaced which could have caused or contributed to the event.